Event description:
It was reported while using bd pet syringes veterinary insulin syringes there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: pet owner stated, two syringes are used per day. Stated, the plunger rod is really loose stated, scale marking fonts are larger at top of barrel and much smaller at the bottom of barrel. Stated, sometimes font is so small that he cannot see the numbers. Lot: 2206995. Catalog: date of event: unknown. Samples: yes cl. U40 syringe complaint. Received voicemail from pet owner stating he's finding "bent needles" prior to injection stated, barrel sizes seem different, "some are large and same are small".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-aug-2023. Investigation summary: customer returned (6) 0.3ml 12.7mm syringes in an open polybag from the lot# 2206995. It was reported by the consumer that the scale marking fonts are larger at top of barrel and much smaller at the bottom of barrel. Sometimes font is so small that he cannot see the numbers. All the returned samples visually examined and observed one syringe with slightly bent cannula and other syringe with scale marking printing defect. No issues were observed on remaining 4 syringes. A review of the device history record was completed for batch # 2206995 all inspections were performed per the applicable operations qc specifications. Embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pet syringes veterinary insulin syringes there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: pet owner stated, two syringes are used per day. Stated, the plunger rod is really loose stated, scale marking fonts are larger at top of barrel and much smaller at the bottom of barrel stated, sometimes font is so small that he cannot see the numbers. Lot: 2206995, date of event: unknown, samples: yes cl. U40 syringe complaint: received voicemail from pet owner stating he's finding "bent needles" prior to injection stated, barrel sizes seem different, "some are large and same are small".